Manufacturer narrative:
B5: the lens was removed and replaced intraoperatively for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens remained implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.